Event description:
It was reported via service report that the arm cover was broken with sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.